Manufacturer narrative:
The reason for this revision surgery was identified as instability. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). The root cause for the instability was not determined with confidence. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the surgeon revised the components from a total shoulder arthroplasty to a reverse shoulder prosthesis, due to an unstable shoulder.